Event description:
The surgery center reported that a laser vision correction patient was presented with dry eye on both eyes at a 9 day post-operative exam. The patient¿s chief complaint was that eyes felt tired and dry like sand in them and fuzzy vision. The dry eye was treated with an increase in topical steroids. The surgery center indicated the event was lasting and disabling, significantly interfering with daily activities. In addition, the surgery center stated no laser related and put on artificial tears gel ointment. Bcva from (B)(6) 2014: right eye post-op 20/20 -3.00 x -1.00 x 75, left eye post-op 20/20 -3.00 x -.75 x 110. Bcva from (B)(6) 2015: right eye post-op 20/20 -2.25 x .00 x 90, left eye post-op 20/25 .00 x .00 x 90.

Manufacturer narrative:
UDI: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.